Event description:
This lead was explanted due to dislodgement. It dislodged the same afternoon it was implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 38 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was visually analyzed and did not reveal any irregularity that might have contributed to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.